Event description:
The company representative reported that a nurse reported the event to him.

Event description:
Information was received from the manufacturing representative, regarding a female patient receiving intrathecal bupivacaine (concentration and dose asked; unknown) via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that alarms were heard, but the 8840 was not available. The patient missed a refill appointment on (B)(6) 2016 (alarm date), and had called the clinic stating the pump was alarming. The clinic can not see the patient until friday ((B)(6) 2016) for a refill. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.